Event description:
Revision surgery due to a dislocation occurred (B)(6) 2020. ø36 glenosphere and ø36+9 humeral cup were removed and replaced by ø40 glenosphere, ø40/+9 humeral cup and +9 reversed adapter for a total spacing of +18. Primary surgery on (B)(6) 2020.